Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support; however, the customer declined to complete the check. Upon follow up, customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 129-140 mg/dl.